Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was replaced to resolve the issue. No patient information available to date after calls to customer 05/27/22 and 06/07/22. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported the unit had an error during a case and shutdown. There was no patient injury.